Event description:
Error message, 900m-400m, appeared on the carto system. Carto could not start. New catheter was opened, which resolved the issue. There was not any patient harm involved due to this incident.